Manufacturer narrative:
Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the controller log files revealed premature power switching events. The most likely root cause of the failure is a communication error between the controller and the batteries, which contributed to the event. This is an incidental finding not related to the reported event. The company has opened an internal investigation to evaluate these types of issues. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be replicated during testing. No failure detected. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Battery (B)(4), expiration date: 2015-07-31, (B)(6) 2015, mfg date: 2014-07-01. (B)(4). FDA conclusion code(s): battery (B)(4), expiration date: 2015-07-31, (B)(6) 2015: mfg date: 2014-07-01. (B)(4).

Event description:
It was reported that a beep tone was heard and the green battery indicator on the controller did not light up. It was further reported that after a few seconds the battery indicator would light back up. The event occurred when the battery was connected to the battery port and the power source would not change. Three batteries were replaced. No patient complications have been reported as a result of this event.